Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two segments with the stylet still in the lead and the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant due to a suspected fracture. Lead testing t through the device and a pacing system analyzer (psa) exhibited pacing impedance measurements greater than 3000 ohms and noise. A replacement lead was implanted without further incident. No adverse patient effects were reported.